Event description:
It was reported that the patient has deceased. The reported causes of death were congestive heart failure and infection. The infection was unrelated to the patient's implantable cardioverter defibrillator (ICD) system. There was no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
The device returned for analysis due to patient death. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, and no issues were noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. No other anomalies were found.